Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, a downstream occlusion alarm was not reproduced. A review of the event history log revealed multiple 'downstream occlusion!' Alarms, however there are zero events recorded on the customer reported event date. The last day of customer use was five weeks prior to the customer reported event date and there was a single infusion programmed on the last date of use and three "downstream occlusion!" Alarms occurred during the infusion. However, the log cannot be used to determine if the alarms are true or false. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration force sensor. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion during clinical use and testing at the biomed service department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion during clinical use and testing at the biomed service department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, a downstream occlusion alarm was not reproduced. A review of the event history log revealed multiple 'downstream occlusion!' Alarms, however there are zero events recorded on the customer reported event date. The last day of customer use was five weeks prior to the customer reported event date and there was a single infusion programmed on the last date of use and three "downstream occlusion!" Alarms occurred during the infusion. However, the log cannot be used to determine if the alarms are true or false. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration force sensor. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.